Event description:
The facility representative reported a colleague infusion pump with failure code 754. This condition occurred upon start up of the device, but it was not reported in which care area the condition occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 754 was confirmed; however, there was no indication of the condition was duplicated. The root cause of this condition was determined to be the user interface module (uim) to pump module unit (pmu) power harness. The uim/pmu harness was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.